Event description:
Boston scientific crm received information that this right ventricular lead was explanted and replaced, due to high threshold measurements and fluctuating impedance measurements.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.